Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a cervical spine procedure, the bur was wearing out and chipping. It was also reported that there was a minimal delay to change the bur and there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete.

Event description:
It was reported that during a cervical spine procedure, the bur was wearing out and chipping. It was also reported that there was a minimal delay to change the bur and there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.